Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: 'chapter 3 preparation and inspection this section describes the equipment to be prepared before using this product and how to inspect it. 3.1 flow of preparation and inspection the workflow described in this chapter is shown. Before use, be sure to prepare and inspect the following: in addition, inspect related equipment used in combination with this product in accordance with their "electronic package inserts" and "instruction manuals". If you suspect any abnormality during the inspection, please take action according to "chapter 5 when an abnormality occurs". Also, if you find that it is clearly a malfunction, do not use it and send it for repair in accordance with "5.4 when sending the endoscope for repair". Warning ¿ use of endoscopes with suspected abnormalities may not only prevent proper function but may also damage the equipment or injure the patient or surgeon. 'Chapter 5 when an abnormality occurs this section describes what to do if an abnormality occurs. 5.1 in the event of an abnormality if you suspect any abnormality when inspecting according to "chapter 3 preparation and inspection", do not use it, but take action according to "5.2 how to identify and deal with abnormalities". If the endoscope still does not return to its normal state, send it in for repair in accordance with "5.4 sending the endoscope for repair". In addition, if an abnormality occurs during the use of the endoscope, stop using it immediately and carefully pull the endoscope out of the patient in accordance with "5.3 extraction of the endoscope in which the abnormality occurred". Warning ¿ if you suspect an abnormality in the endoscope, never use it. Not only does it not function properly, but it can also injure the patient's body cavity or the surgeon or damage the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the distal end adhesive was worn and required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white crystallized contamination believed to be a simethicone type product within the air/water channel. There were no reports of patient involvement.